Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.